Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error on the universal surgical manipulator (usm) 3. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer attempted to power cycle and hard power cycle the system, but the issue persisted. The tse guided the user through disabling the usm 3, and the user proceeded with the procedure with the remaining 3 usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the usm associated with this complaint and completed investigations. The device came in with reported errors which pointed to a communication issue. All errors showed that they occurred in the field via log and were replicated in-house. The device was tested on an in-house system in normal mode and passed but trigged error 1126 on the error log. The unit also was tested on the patient side cart fixture test platform (pftp), and it failed on fiber test pointing to the parallelogram and rolling loop. A golden fiber was installed, and the fiber test passed on retry. The original fiber was reinstalled, and the failure returned.